Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the patient's programmer stopped working a few weeks ago for no apparent reason and they got the shakes. They put new batteries in it and the patient programmer is showing eos. Agent reviewed eos with patient. The patient was redirected to their healthcare provider. Patient was dissatisfied with longevity and reported that they were told by their doctor that the battery would last 10 years. Agent recommended reviewing longevity concerns with healthcare provider.